Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and passed. Pairing test with (B)(4) bluetooth device was performed and failed. The share data log was reviewed and a permanent loss of connection was observed within the log. The reported customer complaint was confirmed. The probable cause was determined to be a defective transmitter. No additional patient or event information is available.